Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the pump module alarmed for occlusion during an infusion and when the nurse opened the door to the pump module, a bulge was detected in the pump segment below the upper fitment. The line was flushed after the occlusion alarm; however, the set was disconnected from the patient when it was flushed. The IV set and pump module were sequestered, sent to biomed for evaluation. An error code, 240.4150 and a defective upper pressure sensor which was replaced, were identified during evaluation. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of a bulge in the pump segment was confirmed. The report of an alarm for occlusion was not confirmed. Visual inspection showed that the silicone segment tubing had a slight bulge and discoloration, and was weakened just below the upper fitment. Functional testing resulted in no issues observed. Testing via a pump infusion resulted in no occlusion alarms and no bulge/balloon in the silicone segment. Ballooning was replicated when giving an IV push without clamping the tubing above the injection port. The root cause of the ballooning was identified as an IV push or flush being executed below the pump without first clamping the tubing above the injection port.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the pump module alarmed for occlusion during a nicardipine infusion and when the nurse opened the door to the pump module, a bulge was detected in the pump segment below the upper fitment. The line was flushed after the occlusion alarm; however, the set was disconnected from the patient when it was flushed. The IV set and pump module were sequestered, sent to biomed for evaluation. An error code, 240.4150 and a defective upper pressure sensor which was replaced, were identified during evaluation. There was no report of patient harm.